Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the doctor was using an straight device during the procedure. For the creation of the gastric pouch the doctor selected blue reloads. The first three firing cycles were completed without any problems, nothing unusual was noticed. The doctor is a female surgeon and during use of the staplers the firing trigger and closing trigger point upwards (handle is upside down so to say), because otherwise the doctor has a hard time to fire the stapler. The doctor positioned the stapler with a blue reload for the fourth time to complete the new gastric pouch. The doctor repositioned the stapler a couple of times. The sales rep told the doctor to keep her hand away from the release button when closing the stapler. The doctor paid attention to keep her hand away from the release button during the procedure. When the doctor tried to fire the device for the fourth time a very loud crack was heard during the first firing stroke. The sales rep advised not to continue the firing cycle, because it was obvious that something was completely wrong with the stapler. The doctor returned the knife blade to the home position with the manual release button, but the doctor was not able to open up the stapler. It was completely stuck inside the patient. The doctor hammered the device open at the back of the instrument. After cracking the device open, the stapler suddenly opened up again and could be removed from the intestine from the patient. The doctor removed the stapler out of the patient and opened up a new device. The doctor was able to finish the procedure without any further problems.

Manufacturer narrative:
(B)(4). Idler gear. The analysis results showed that one ec60 device was returned with the shrouds opened and the indicator disks broken. The device was received with a reload present. The reload was received partially fired. The firing mechanism was noted to be damaged. No functional test could be performed with the returned device. However, the returned reload was tested for functionality with a test device. The device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.